Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due broken trace at pin 1 on u1 keypad assembly. Pump received error 25 due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer stated that they were able to clear the alarm and complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.